Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the handle was grasped and released; however, the clip did not come off the catheter to deploy. They had to move the catheter to successfully deploy the clip onto tissue. The clip eventually come off the tissue after the clip was placed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached. It was also observed that the device had evidence of full deployment. No problems were identified during microscopic examination. No problems with the device were noted. The reported event was not confirmed. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block h2: additional information: block h10 (additional narratives) block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached. It was also observed that the device had evidence of full deployment. No problems were identified during microscopic examination. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and pin gage, and both were noted to be within specification. No problems with the device were noted. The reported event was not confirmed. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the handle was grasped and released; however, the clip did not come off the catheter to deploy. They had to move the catheter to successfully deploy the clip onto tissue. The clip eventually come off the tissue after the clip was placed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.